Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause was not determined.

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured cardiogenic shock and 3.5 months following this event, the patient endured heart failure with a "probable" relationship to the impella device used. The patient was implanted with an impella 5.5 pump for mechanical circulatory support, impella assisted intervention to the left internal mammary, left anterior descending, and saphenous vein graft-obtuse marginal arteries. Approximately eight months following explant, the patient presented to the hospital with an out of the hospital cardiac arrest complicated by cardiogenic shock requiring intubation and sedation with treatment. Eleven months following explant, reportedly the patient experienced heart failure. No further details were provided. It is unknown how the device may have contributed to the events and the patient's outcome is unknown as well.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.